Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of nasal hypokinesia, collapse of nostril, lip spasms are considered an unexpected adverse drug experience.

Event description:
A patient reported that they were treated with skinvive¿ by juvéderm® in the burnt and smoker¿s lines. The material subsequently migrated downwards, leading to a deformity that is elevating upper lip. 24 days after the procedure the patient previously asked for hyaluronidase to be injected but was told that the material would settle after a few days. 15 days later the patient was convinced that this was due to incorrect technique with excessive material placed in the upper lip, in the second smoker¿s lines. The patient also noted that the injection in the area was placed high on the sides of the nose which was prohibited. Additionally, the healthcare professional (hcp) reported that towards the end of last year the patient was injected with dysport in upper third of the face and bunny lines. This year about 1 month ago the patient had 1 ml of skinvive¿ by juvéderm® all over the face. Towards the end of that same month the patient had a dissolution with superficial hyaluronidase of excess material from the skin of the upper left lip. The patient reports having intense pain at the base of the nose during a visit to the dentist. Patient reports having cords right and left of the nose and a presence of nasal furuncle was revealed on the 15th day after the session. Patient went to the ent who diagnosed the right nostril hypokinesia and associated with the skinvive¿ by juvéderm® material. The patient was referred to inform a company representative. Patient informed a company representative that they had complaints of ¿paralysis of the nerve¿ that moves from the nostril. The patient recently went to the ent and they diagnosed that the patient had hypokinesia in the nostrils because there were some side effects since the injection from the skinvive¿ by juvéderm® treatment was done too much on the wings of the nose and at the base of the nose. Patient stated that some nerves were hit by the injection and on the upper lip which was why they were constantly having involuntary spasms. Also, the patient experienced a temporary collapse of the nasal valve, one nostril closes completely when they take a deep breath because it has softened from the treatment. The patient¿s doctor believes that it was a matter of how the treatment was applied and not the material.